Event description:
It was reported that there was a revision of a right accolade tmzf hip due to metallosis. C-taper head was attached to this stem and was revised as well.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding metallosis involving an accolade plus tmzf hip stem #4 was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported that there was a revision of a right accolade tmzf hip due to metallosis. C-taper head was attached to this stem and was revised as well.